Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included painful periods, smoker, vaginal bleeding and bicornuate uterus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), vaginal infection ("infection: vaginitis") with vaginal discharge, urinary tract disorder ("urinary tract disorder "), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes") and complication of device removal ("complications from essure removal procedure-the coils were occluded and would take more time"). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, headache, fatigue, weight increased, vaginal infection, urinary tract disorder, depression, anxiety, bladder disorder and complication of device removal outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Pelvic pain decreased. Left side, 4 coils noted. Right side, 1 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2013, provider communicated results: placement is ok (per pfs). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea". Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, weight gain, perforation (fallopian tube(s), infection (vaginitis), urinary tract disorder, depression, anxiety and complications from essure removal procedure-the coils were occluded and would take more time and reporter information, concomitant disease, historical condition was added. Lab date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included painful periods, smoker, vaginal bleeding and bicornuate uterus. Concomitant products included cilest (trinessa) since (B)(6) 2017 and meloxicam since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), vaginal infection ("infection: vaginitis") with vaginal discharge, urinary tract disorder ("urinary tract disorder "), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes") and complication of device removal ("complications from essure removal procedure-the coils were occluded and would take more time"). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, headache, fatigue, weight increased, vaginal infection, urinary tract disorder, depression, anxiety, bladder disorder and complication of device removal outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Pelvic pain decreased. Left side, 4 coils noted. Right side, 1 coils noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2013, provider communicated results: placement is ok (per pfs) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), menorrhagia ("abnormal bleeding menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included painful periods, smoker, vaginal bleeding and bicornuate uterus. Concomitant products included ethinylestradiol;norgestimate (trinessa) since (B)(6) 2017 and meloxicam since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In march 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal infection ("infection: vaginitis") with vaginal discharge, urinary tract disorder ("urinary tract disorder "), bladder disorder ("bladder problems or changes") and complication of device removal ("complications from essure removal procedure-the coils were occluded and would take more time"). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes), and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, migraine, headache, fatigue, weight increased, vaginal infection, urinary tract disorder, depression, anxiety, bladder disorder and complication of device removal outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Pelvic pain decreased. Left side, 4 coils noted. Right side, 1 coils noted discrepancy noted as plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. On (B)(6) 2013, provider communicated results: placement is ok (per pfs) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added event abnormal bleeding(general). Updated onset date of events. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cesarean section. *on (B)(6) 2013, provider communicated results: placement is ok (per pfs). Concurrent conditions included painful periods, smoker, vaginal bleeding, bicornuate uterus and ovarian cyst. Concomitant products included ethinylestradiol;norgestimate (trinessa) since (B)(6) 2017, hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depoprovera) and meloxicam since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal infection ("infection: vaginitis") with vaginal discharge, urinary tract disorder ("urinary tract disorder "), bladder disorder ("bladder problems or changes"), complication of device removal ("complications from essure removal procedure-the coils were occluded and would take more time") and menstrual cramps ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes), and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, dysmenorrhea, migraine, headache, fatigue, weight increased, vaginal infection, urinary tract disorder, depression, anxiety, bladder disorder, complication of device removal and menstrual cramps outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia had resolved. The reporter considered anxiety, bladder disorder, complication of device removal, depression, dysmenorrhea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight increased and menstrual cramps to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Pelvic pain decreased. Left side, 4 coils noted. Right side, 1 coils noted. Discrepancy noted as plaintiff currently planning for essure removal. Plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcomes were updated. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cesarean section. *on (B)(6)-2013, provider communicated results: placement is ok (per pfs). Concurrent conditions included painful periods, smoker, vaginal bleeding, bicornuate uterus and ovarian cyst. Concomitant products included ethinylestradiol;norgestimate (trinessa) since(B)(6)2017, hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depoprovera) and meloxicam since (B)(6)2017. On(B)(6)2013, the patient had essure inserted. In(B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal infection ("infection: vaginitis") with vaginal discharge, urinary tract disorder ("urinary tract disorder "), bladder disorder ("bladder problems or changes"), complication of device removal ("complications from essure removal procedure-the coils were occluded and would take more time") and menstrual cramps ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6)2017, salpingectomy (bilateral removal of fallopian tubes), and on(B)(6)2017 underwent ablation). Essure was removed on(B)(6)2017. At the time of the report, the fallopian tube perforation, menstrual disorder, dysmenorrhea, migraine, headache, fatigue, weight increased, vaginal infection, urinary tract disorder, depression, anxiety, bladder disorder, complication of device removal and menstrual cramps outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia had resolved. The reporter considered anxiety, bladder disorder, complication of device removal, depression, dysmenorrhea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight increased and menstrual cramps to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Pelvic pain decreased. Left side, 4 coils noted. Right side, 1 coils noted discrepancy noted as plaintiff currently planning for essure removal. Plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc (product technical complaint). Event of genital haemorrhage downgraded to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cesarean section. *on (B)(6) 2013, provider communicated results: placement is ok (per pfs). Concurrent conditions included painful periods, smoker, vaginal bleeding, bicornuate uterus and ovarian cyst. Concomitant products included ethinylestradiol;norgestimate (trinessa) since (B)(6) 2017, hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depoprovera) and meloxicam since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), vaginal infection ("infection: vaginitis") with vaginal discharge, urinary tract disorder ("urinary tract disorder "), bladder disorder ("bladder problems or changes"), complication of device removal ("complications from essure removal procedure-the coils were occluded and would take more time") and menstrual cramps ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2017, salpingectomy (bilateral removal of fallopian tubes), and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menstrual disorder, dysmenorrhea, migraine, headache, fatigue, weight increased, vaginal infection, urinary tract disorder, depression, anxiety, bladder disorder, complication of device removal and menstrual cramps outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia had resolved. The reporter considered anxiety, bladder disorder, complication of device removal, depression, dysmenorrhea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight increased and menstrual cramps to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Pelvic pain decreased. Left side, 4 coils noted. Right side, 1 coils noted. Discrepancy noted as plaintiff currently planning for essure removal. Plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcomes were updated. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.